Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 40 mg/dl. Customer was treated with food and glucose tablet. Customer had blood glucose level of 100 mg/dl. Customer was using auto mode. Customer did not allege insulin pump for over delivering. Customer stated that the insulin pump passed displacement verification test. The insulin pump will not be returned for analysis.